Event description:
It was reported by service report that the cover on the hand pendant had pulled apart by the controls exposing the wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hand pendant.